Event description:
For lot# 1055687724, the 10 x 38 stent to be deployed in the right iliac. As the stent was inflated, the physician noted that the endoflator was not going up. The stent balloon was removed and a second balloon was inserted for further deployment. Balloon ruptured at 2 atm - pinhole on balloon.

Manufacturer narrative:
The components returned to atrium medical included a 10 mm x 38 mm x 80 cm balloon catheter. Analysis of the balloon yielded a small tear in the distal balloon cone near the tip. There are no other defects visible in the balloon at/or near this location. Without films or a detailed procedure analysis, it is not possible to determine if the level of calcification in the vessel may have played a role in rupturing the balloon early. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the mfg process or the device in question.